Event description:
The customer reported that the system intermittently freezes.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the system software. He verified operation by activating all buttons on mainframe and workstation. The system operates as intended.